Manufacturer narrative:
Manufactures investigation conclusion the reported event, of the battery having low capacity, was not observed or duplicated. The pack was operational and had typical battery capacity when checked. The pack had 9 usage cycle on it. The pack was accepted for charge in a heartmate charger. The pack was able to power a heartmate lvad when operationally checked. The pack fuel gauge parameters were typical of an in-use pack. The pack capacity was checked at the maximum load with an electronic load-based test system; the run-time capacity was in-line with typical battery pack capacities and exceeded the design specification. The battery terminals on the returned pack were damaged due to fluid ingress. Four out of the seven battery terminals were damaged - had discoloration, dried fluid residue or missing plating. The terminal damage would render the pack unusable. Incidental findings: the pack terminals were damaged due to fluid ingress. The terminals had black colored markings, dried residue and missing plating. Battery run-times and low battery power operation with the heartmate ii lvas system are addressed in the heartmate ii lvas patient handbook (rev g p. 85 and p.99) and the heartmate 14 volt li-ion battery instructions for use (IFU) (rev c p. 12). Maintenance of the heartmate batteries and clips are addressed in the heartmate ii lvas patient handbook (rev g p.248 caring for the batteries and clips) and the heartmate 14 volt li-ion battery instructions for use (rev c p.20 - inspecting and cleaning batteries). These documents also address keeping the batteries clean and dry to prevent damage). Warnings and cautions about getting the heartmate ii system components wet are documented in the heartmate ii lvas patient handbook (rev g - p. 131 living with the heartmate ii; p. 137 showering). System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbook (rev g p.213 - alarms and troubleshooting; p.219 - low battery hazard; p.221 - low battery advisory). The pack was received into stock on aug 3, 2020. The pack was sent to the customer on oct 8, 2020. Per device build records, the manufacturing date on the pack label was jul 24, 2020. The pack expiration date would be jul 24, 2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's 14 volt batteries were recently replaced and not holding a charge. The customer is requesting warranty replacement. No additional information provided.